Event description:
The caller reported that the t:slim x2 pump battery would not charge despite following instructions to plug it into a working outlet. The battery issue persisted even after attempting to use different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Ultimately, technical support decided to replace the pump and ship a replacement with updated software. The customer planned to use multiple daily injections (mdi) as a backup therapy and was instructed on how to handle the return of the defective pump. The customer was provided with tracking information for the replacement pump and expressed appreciation.